Event description:
It was reported that a malfunction alarm occurred with the customer¿s insulin pump. There was no reported impact to the customer¿s blood glucose level, and it is unclear whether the level exceeded 500 mg/dl. Technical support confirmed that the pump was replaced under warranty, and the customer was advised to return the problematic device using a pre-paid label and return box. The customer declined to share information about their backup insulin therapy.